Manufacturer narrative:
Concomitant medical products: product ID 3887-56 lot# j0322289v implanted: (B)(6) 2003 explanted: (B)(6) 2019 product type lead. Product ID 3887-56 lot# j0322289v implanted: (B)(6) 2003 explanted: (B)(6) 2019 product type lead. Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the ins found that it was functionally okay and no anomalies were found. Analysis of the lead product ID 3887-56, lot#: j0322289v found the lead conductor body was broken at the anchor site. Analysis of the second lead product ID 3887-56, lot#: j0322289v, implanted: (B)(6) 2003, explanted: (B)(6) 2019. Found that the proximal end of the conductor was broken, damaged, overstressed. H6: result code 3252 is associated with the first lead. Result code 213 is associated with the ins and second lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on 2023-04-07. The pt said they wanted to keep their old leads because their old leads worked well and the pt never had any problems, but during their replacement, the old leads had a "leakage of current at the top of the neck where the leads were connected to the electrodes" and pt had to have new leads implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-56, lot#: j0322289v, implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: lead. Product ID: 3887-56, lot#: j0322289v, implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3887-56, serial/lot #: (B)(4), ubd: 15-may-2007, UDI#: (B)(4) ; product ID: 3887-56, serial/lot #: (B)(4), ubd: 15-may-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for chest wall. The rep reported that during a battery replacement, the physician fractured the leads while attempting to disconnect the extensions. No contributing factors were reported. The rep stated that the full system was explanted and replaced. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.